Event description:
It was reported that the customer was going to program a bolus, and the buttons got stuck. It was stated that the numbers continued ramping up, and the customer could not stop it. It was also stated that the customer was experiencing high blood glucose levels, and went to the hospital to have her blood glucose stabilized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.